Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: patient died from cardiac arrest in itu department the day after the operation. This event was due to hypovolemic shock due to sanguination due to heparin overdose. According to the principal investigator, the relationship to device is unknown/impossible to determine.

Event description:
The patient was being treated operatively for a ventral abdominal incisional hernia that measured 25 centimeters (cm) x 18 cm. The wound was classified as contaminated. The patient was under anesthesia for 420 minutes. The surgeon used an intraperitoneal onlay placement technique via component separation to decrease tension and allow midline closure. The mesh was fixated using slowly resorbable sutures. And a subcutaneous drain was placed at wound closure. Estimated blood loss for the procedure was 100 milliliters (ml). In addition to the hernia repair, a sigmoidectomy was performed. No complications were reported following the procedure. Additional information received regarding the event indicated that the event was unrelated to the use of the devices. It was reported that the patient was on warfarin pre-operatively but the drug was tapered off and finally discontinued one week prior to the surgery. Within 12 hours following the surgery, the anesthesiologist reintroduced heparin at a full dose against the advice of the doctor. Due to an unspecified error, the patient received more than a full dose resulting in the patient bleeding out and subsequently expiring from cardiac arrest.